Event description:
Technician reported a patient experienced blood hemolysis while being treated on another manufacturer's hemodialysis machine. It was reported that within 30 seconds after the initiation of treatment, the arterial pressure alarm sounded. The arterial needle could not be adjusted and had to be recannulated. The extracorporeal blood circuit was not returned during the recannulation. Upon restarting the pump, the blood had clotted and mechanical hemolysis occurred. The patient was then sent to the emergency room and admitted in 2002. Blood was drawn and confirmed hemolysis. The patient was then treated on a system 1000 hemodialysis device, blood was drawn and tests again showed hemolysis. The patient was then transferred to another system 1000 machine, blood was drawn and was negative for hemolysis. Patient was discharged in 2 days later and returned to outpatient treatment 3 days later.